Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("menorrhagia"), bladder perforation ("perforation (other) please describe and state the location of the perforation: bladder"), intestinal perforation ("perforation (other) please describe and state the location of the perforation: bowel.") And ureteric perforation ("perforation (other) please describe and state the location of the perforation:ureter") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), ureteric perforation (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), back pain ("back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headache"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), dysgeusia ("a metallic taste in her mouth") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy removal of left and right coil) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, bladder perforation, intestinal perforation, ureteric perforation, dyspareunia, back pain, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal distension, urinary tract infection, fungal infection, migraine, headache, vaginal discharge, weight increased, depression, anxiety, dysgeusia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bladder perforation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, intestinal perforation, menorrhagia, migraine, ureteric perforation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram: in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, bloating, urinary tract infection, yeast infection, migraines, perforation (uterus), perforation (other) please describe and state the location of the perforation: bowel, bladder, ureter added, vaginal discharge, weight gain, depression, anxiety, lower abdominal pain added.concurrent condition,reporters,events outcome,lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth") and headache ("headache"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, back pain, dysgeusia and headache outcome was unknown. The reporter considered back pain, dysgeusia, dyspareunia, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), bladder perforation ("perforation (other) please describe and state the location of the perforation:bladder"), intestinal perforation ("perforation (other) please describe and state the location of the perforation: bowel.") And ureteric perforation ("perforation (other) please describe and state the location of the perforation:ureter") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headache"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, bladder perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), dysgeusia ("a metallic taste in her mouth/ metal taste") and mood altered ("moody"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), vitamin b12 deficiency ("b - 12 deficiency") and vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced ureteric perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with topiramate (topamax), paclitaxel (paxel), dimeticone, activated (gas x), bactrim (mortin), antibiotics, surgery (hysterectomy (full) with bilateral salpingectomy removal of left and right coil), surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, bladder perforation, intestinal perforation, ureteric perforation, vaginal haemorrhage, dysmenorrhoea, fatigue, urinary tract infection, fungal infection, migraine, headache, weight increased, depression, anxiety, bladder disorder, urinary tract disorder, mood altered, vitamin b12 deficiency and vitamin d deficiency outcome was unknown and the dyspareunia, back pain, abdominal distension, vaginal discharge, dysgeusia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bladder disorder, bladder perforation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, intestinal perforation, menorrhagia, migraine, mood altered, ureteric perforation, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: at the last pfs: perforation of bowel,bladder,uterus on (B)(6) 2011. Date discrepancy: essure insertion date is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received. Events added: bladder or urinary problems or changes, moody, b- 12 deficiency and vitamin d. Outcome of following events were updated from unknown to recovered/resolved: pain, painful intercourse, vaginal discharge, bloating and metal taste. Treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.